Manufacturer narrative:
The condition of failed to alarm failure code 550:320:654 was confirmed through evaluation. This condition is due to a faulty speaker harness. The rear housing assembly with new speaker harness was replaced to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
During device evaluation by baxter a colleague cx volumetric infusion pump, the device failed to alarm failure code 550:320:654. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 6.13.90 categorized as remediated.